Manufacturer narrative:
A2 - dob: 13-apr-1981 h4 - device manufacture date: 22-jul-2021 claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -1.50/+3.5/72 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022 as a replacement lens. It was noted "at first we replaced iol to check if deposits improved, but finally we have to explant it and do a refractive treatment". Lens remains implanted. Problem is not resolved. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.